Event description:
The customer contacted baxter's technical service center regarding a slow flow supply alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 4. The dwell time (dt) equaled 0:00. There was solution in the heater bag and the last fill bag. The home patient (hp) said they were having the alarm and they switched the supply bags. They put the last fill on the supply line and the supply line on the last fill line. The baxter technical service representative (tsr) explained about not reconnecting supply bags. The tsr assisted them to end therapy and they advised them to let the registered nurse (rn) know that the hp reconnected bags. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2012 and he stated that he had finished out his therapy with manual supplies. He did not notice anything wrong with any of the previous supplies. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, reuse of single-use supplies was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.